Event description:
The physician reported on 30-day follow up form (dated 10/16/06) for a patient implant in 2006; patient died twenty four days later. No cause of death can be found. Physician indicated on form that death was not related to device or procedure.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. No cause of death can be found; hospital has no additional information.